Event description:
It was reported that the patient was hospitalized due to experiencing an increase in seizures (14 seizures/day) and the physician suspected low battery but the battery was found to be ok. No other relevant information has been received to date.